Manufacturer narrative:
The reporter referenced medwatch mw5107791. Product information and 510k are unknown; no additional information was received. No product has been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was beeping 'non-disposable- pump won't run' and patient believed it was a cassette issue and not the pump. The cassette was changed and the pump stopped beeping and started running. No patient injury was reported.